Event description:
It was reported that there was a leak when the disposable set was connected to the physioneal bags. This occurred prior to patient connection. During follow-up with the home patient (hp), it was found that the hp was using a faulty technique, forcing the tubing too much when connecting to the bag. The hp stated that their healthcare provider has retrained the hp on the correct technique. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The homechoice patient at home guide is included and shipped with every cycler unit, and the instructions are clearly stated. The guide states, "make sure the solution bags are connected to the proper lines on the organizer." The guide also provides step-by-step instructions on how to connect the solution bags. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.